Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred during the night of 1/12/2024. Reportedly the customer changed pump supplies to address the issue. The customer went to the emergency room and was admitted to the hospital the following day with a blood glucose level over 500 mg/dl and ketones. No additional information was provided regarding the treatment received while at the hospital. Reportedly, the customer reverted to an alternate method of insulin therapy.